Event description:
Additional information was received that the mean gradient prior to the valve implant was 47 mmhg on transesophageal echocardiogram (tee).

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, valve-in-valve into a previously implanted 21 mm non-medtronic (mitroflow) surgical valve, right femoral artery access was used. The delivery catheter system (dcs) was inserted through an 18 french non-medtronic (gore drysheath) sheath over a non-medtronic (safari) guidewire. The valve was deployed twice to 80%, then fully recaptured and repositioned due to being too deep in relation to the surgical valve frame. During the third deployment attempt at 80%, the valve was too shallow, then fully recaptured, and repositioned. During the fourth deployment at 80%, the valve was too deep, then fully recaptured, and repositioned. The fifth deployment was successful and commissural alignment achieved. After deployment, a gradient of 23 mmhg was measured. A decision was made to modify the surgical valve by performing a post-implant balloon dilatation with a 20 mm non-medtronic (true) balloon. Following the balloon dilatation, the gradient measured 0 mmhg. It was reported that there was significant parallax between the transcatheter valve and surgical valve which resulted in difficulty in observing the depth. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012214202); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012214204); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 21mm mitroflow surgical valve (serial: unknown); product type: 0195-heart valves; implant date unknown; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID 18 french gore dryseal sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the implant depth was 6 millimeter (mm) on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc).